Event description:
Patient death post atrial tachycardia right side procedure was reported. The death event occurred 48 hours post procedure, when the patient was on his way home upon discharge. An ablation of focal atrial tachycardia was attended on the patient on (B)(6)2010 morning. The procedure had been reported by the physician to be straight forward and without complication. The procedure was successful, identifying and ablating the location of the tachycardia. The patient's recovery had been mentioned to have been unremarkable according to the physician. No effusion noted on the echo. The patient was discharged from hospital on (B)(6)2010. The patient collapsed as he was exiting the hospital. Resuscitation was attempted for 34 minutes, however, it was unsuccessful. The patient was found to be in ventricular fibrillation when resuscitation team arrived. The physician reported that this patient had a history of 40% stenosis to lms. An autopsy was scheduled.

Manufacturer narrative:
Post mortem result stated that the death was not procedure related. The case has been closed by the hospital. Concomitant products used during the procedure: carto 3 system; model #: m-4700-01; (B)(4). Webster decapolar deflectable catheters --quantity: 2 (products discarded) model #: unknown; lot #.: unknown. Webster quadropolar - fixed catheter (product discarded); model #: unknown; lot #.: unknown. (B)(4).